Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. : no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the complaint condition is confirmed as both of the distal tips are missing from the device. The associated drawings for this part were reviewed during the investigation. This device was manufactured feb 10, 2010. The tongs of the driver are designed to fit firmly into the slots of the locking cap. The locking cap and screwdriver are inserted through the rod pusher and while the locking cap is tightened, the rod pusher is used to counteract the torque. Both of the distal prongs were missing from the returned driver, indicating that the driver may have been subject to more force than required to tighten the locking caps. The screwdriver is made from (B)(4) treated (B)(4) stainless steel. There are stronger materials which could be used to manufacture this device. The condition of the returned instrument, as both tips broke off the instrument, indicates that more force was applied than necessary in order to tighten the locking caps. Stronger stainless steels could be used as a higher yield strength may reduce the incidence of this complaint. This complaint is confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had revision surgery due to a rod that broke between l5-s1 on both sides due to pseudoarthrosis. The rod breakage was discovered during a visit to the surgeon through magnetic resonance imaging (MRI). During the surgery, the caps were removed and the broken rod was removed, one loose screw was replaced. The rods were replaced with titanium aluminum niobium (tan) rods and new caps were placed. A final tightening torque wrench was used to final tighten all the caps. A cage was placed through the l5-s1 disc space. A trans-connector was placed between l5-s1 screws. It was also reported that several instruments were damaged during the broken rod revision surgery and several instrument tips broke off. The screws and tips were removed from the caps of the devices, some tips landed in the caps, and patient with no harm to the patient. No patient harm was reported during the revision surgery. A time delay of 15 minutes was reported. It was reported the instruments may have been damaged during the process due to the difficult angle of the l5-s1 slope. This is report 5 of 11 for (B)(4).